Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that telemetry issues and low r-wave measurements were noted during the procedure to implant this device. The health care provider was able to perform automatic set up again and the issues were resolved. A boston scientific technical service consultant informed the caller that telemetry challenges can make automatic setup fail. The consultant stated if retry is successful, then it is fine to proceed. The device was implanted without further incident. No adverse patient effects were reported.